Manufacturer narrative:
(B)(4). Concomitant product: guide wire: runthrough, sion blue. Guide cath: heartrail 6f jl3.5. The device was not returned for evaluation. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a moderately tortuous, eccentric, and heavily calcified de novo mid left anterior descending artery that was 90% stenosed. A non-abbott guide wire was advanced to the lesion, and then a 2.5 x 12mm nc traveler balloon catheter was being advanced when resistance was noted; however, it did cross the lesion and inflated; however, the balloon ruptured during the first inflation at 12 atmospheres. The procedure was successfully completed with a non-abbott balloon catheter. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.